Manufacturer narrative:
Initial aware date: 03-jun-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the chronic right ventricular (rv) lead was inactivated prior to being capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured and exhibited noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.